Event description:
During procedure, tip of bone hook broke off. Tip not found. C-arm used to examine site. Not located on c-arm. Wet reading done and no foreign object located.====================== health professional's impression======================piece of hook in patient not found.